Event description:
Boston scientific received information that the pacemaker dependent patient with this device and right ventricular (rv) lead endured an aortic valve replacement procedure with a sternotomy. Immediately following the procedure, pacing inhibition was noted on telemetry. Upon recovery, intermittent loss of capture or oversensing was observed. Rv pacing impedance measurements had decreased to 100 ohms. Shock impedance measurements was either 0 ohms or elicited noise in all vectors. The patient with this device was brought in for further testing of a commanded shock. Farfield oversensing was observed on the rv lead from atrial senses. A revision procedure was performed and the rv lead was surgically abandoned. The device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.